Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The logs shows that there are few electronic related alarms which may have caused the reported event. It was agreed to replace the main electronics as well as repair instructions.

Event description:
It was reported that the machine was reacting slow on users input. There was no known patient involvement.